Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. No product malfunction could be identified since no product sample nor objective evidence was provided for investigation. The adult cuff, aiqca, has been tested and shown to be accurate on fingers with circumferences ranging from 43 to71 mm. This range covers the finger sizes of the small cuff associated with this complaint. As part of the manufacturing process, a 100 percent visual inspection and electrical test is conducted. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
Device was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event.

Event description:
It was reported that a universal cuff, aiqca, was found to have inaccurate values during a conference demo. Testing was performed on an ew rep. Per cuff sizer, ew rep is a size small. When rep compared the universal cuff bp and sbp values to an aiqcs finger cuff, the universal cuff had lower sbp values. Expected sbp value was in the 90s and the universal cuff had a sbp reading of 66. Rep tested the same cuffs three times and each time the sbp values did not match. Device was able to zero and no alert was displayed on the monitor. Cuff was connected to a hem. No patient injuries reported. Device was disposed, but two images of the monitor connected to an aiqcs and aiqca was shared by rep. An image evaluation was completed on the provided photos. The images confirmed that the aiqca showed lower than expected sbp. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.